Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a with a thermal burn wound on the upper eyelid and sclera following phacoemulsification for a dropped lens in a silicone oil-filled vitreous. After following-up for one month, both eyelid and scleral wounds healed gradually with scar formation and the high temperature of the fragmatome tip.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events are inconclusive. There is no evidence contained within the reported information at this time that indicates that the design or performance of the fragmentation handpiece may have contributed to the events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract / vitrectomy combination surgery a patient experienced posterior capsular tear and thermal burn wound on the upper eyelid and sclera caused by the high temperature of the tip following phacoemulsification for a dropped lens in a silicone oil-filled vitreous. Medication was prescribed twice a day for the thermal burn wound. A 3-piece intraocular lens was used due to posterior capsular rupture. After following-up for one month, both eyelid and scleral wounds healed gradually with scar formation. The patient was then lost to follow-up.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections a.2, b.2, d.10, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product return for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.